Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received shocks but recordings were unavailable for review. It was unknown how many shocks patient received. It was reported that the battery at todays interrogation was eos. The previous night hmsc report shows 80 percent battery. Device remains implanted. Should additional information be received this file will be updated.